Event description:
It was reported that the bur bent in the drill and the tip of the bur broke off causing a rough surface on the patients crown. The surgeon smoothed the surface of the crown and sutured the patients lip as a result of this event. The case was completed successfully with less than a 30 minute delay. There are no follow up visits required for the patient at this time.

Manufacturer narrative:
The product was returned for evaluation and the failure was confirmed.

Event description:
It was reported that the bur bent in the drill and the tip of the bur broke off causing a rough surface on the patients crown. The surgeon smoothed the surface of the crown and sutured the patients lip as a result of this event. The case was completed successfully with less than a 30 minute delay. There are no follow up visits required for the patient at this time.